Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described from the lifevest rubbing against the patient's skin causing skin to break open. The irritation could have been a reaction from the patient's psoriasis. There was no alleged device malfunction contributing to the irritation. The patient went to the emergency room where the lifevest was pulled up over the breasts to allow the bleeding to stop. The patient reported she was using an unspecific cream for the irritation. It is unclear if the cream was prescribed for the irritation. Follow up indicated the irritation improved.